Event description:
It was reported, that during an in-clinic interrogation. High capture threshold was noted, on the right ventricular (rv) lead. The patient presented for a rv lead revision and fluoroscopy, revealed lead slack had pulled back, but it was not clear if the lead had actually moved from its original position. The physician decided, to remove and replaced the rv lead. There were no complications. The patient was in stable condition.